Manufacturer narrative:
Cse provided screen shot of error message. 2025-09-29: requested save log and further information from cse.

Event description:
Error message during z6m exam: us acquistion hw_31.